Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2015 with the following findings: the keypad was fully intact with no damage observed. All the keys responded appropriately to presses. The keypad cover was removed and there were no button contact defects observed. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the audio bolus button cover was torn but responded fully to user presses.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.